Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6917 implantable pacing lead x2: implanted: unknown. (B)(4).

Event description:
It was reported that a device reset had occurred on patient's device again. It was noted the patient had a CT (computed tomography) scan. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.